Event description:
Reporter allegedly obtained discrepant back to back blood glucose results of 61 mg/dl, 117 mg/dl, and 71 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that he self-treated with orange juice and crackers. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.